Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in-clinic for generator change due to premature battery depletion. The device was explanted and replaced successfully without adverse event. The patient was stable throughout the procedure and will continue to be monitored.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.